Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for an event that occurred outside of the USA. The report includes additional information not available/included in the initial report. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Potential harm of this complaint category is defined as "negligible" or "minor", and the complaint rate doesn't reach its action/alert level. In addition, this is not a customer letter/ae report required case. So, we completed this process with trend analysis and appearance check. Appearance check result was consistent to reported information. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in malaysia. Iol got stuck during screw rotation due to injector malfunction during iol insertion imdrf code: a050301, failure to eject. Iol was explanted on (B)(6) 2023.

Event description:
Event occurred in malaysia. Iol got stuck during screw rotation due to injector malfunction during iol insertion. Imdrf code: a050301, failure to eject. Iol was explanted on (B)(6) 2023.

Manufacturer narrative:
This initial emdr is being submitted to FDA for an event that occurred outside of the USA. Injector malfunction is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.